Manufacturer narrative:
Based on the device history record review, the contour® next one meter with serial number (B)(6) was manufactured with sku 7821e. Therefore, the model number and catalog number have been corrected in section d4. Additionally, the kit lot number and UDI have been updated in section d4. The device was distributed outside the us, therefore, no gudid information exists.

Manufacturer narrative:
Since the suspected contour® next one meter with serial # (B)(6) was not received for evaluation, a device history record was reviewed for the meter and no manufacturing anomalies were found.

Event description:
The customer from france reported that he obtained blood glucose readings of 110 mg/dl at 1:22 a.m., 65 mg/dl at 1:22 a.m., 446 mg/dl at 1:31 a.m., 399 mg/dl at 1:32 a.m., 160 mg/dl at 1:32 a.m., 398 mg/dl at 1:33 a.m., and 112 mg/dl at 1:33 a.m. With the contour® next one meter. There was no allegation of an adverse event. The customer returned the device to their local pharmacy. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a1 and a4 as the patient identifier and weight were not provided. The contour® next one meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The kit # associated with the meter is not available. If the information is available at the later date, it will be provided in the supplemental report, along with the UDI number.